Event description:
Info rec'd indicated the ppm alarm cannot be heard by nurse station.

Manufacturer narrative:
The hill-rom technician installed the external buzzer kit and calibrated the scale to resolved the issue.